Event description:
It was reported by the contact that the customer received an alarm during basal delivery during the night. The customer's blood glucose level was 300 mg/dl. Reportedly, there was a temporary delay in clearing the alarm. The customer changed the cartridge. Tandem technical support reviewed the pump history and found that an altitude alarm occurred.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.